Event description:
Pt with "ra" and underlying hypertension received 3 prosorba column treatments. During third treatment pt complained of chest pain, shortness of breath. Sent to e.r. Admitted to ICU. Diagnostic angiography indicated no coronary blockage. Cardiac enzyme-labs show evidence of mi. Concomitant medications included qunidex, diovan, sloganol, lortab. In addition, pt was prescribed digatalis which the pt was not taking. A diagnosis of idiopathic cardiac spasm/small subendocardial myocardial infarction of unknown etiology was made. Discharged 12/18/99, ambulatory.